Event description:
The customer contact reported the ac power cord had a bent prong. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "bent prong." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord was bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).